Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the left ventricular (lv) lead had increased pacing lead impedance and a loss of capture was noted. The lv lead was explanted and replaced. During the replacement procedure, the right ventricular (rv) lead was also explanted and replaced due to oversensing. The patient was stable following the procedure with no consequences. Related manufacturer report number: 2017865-2017-32357. Related manufacturer report number: 2938836-2014-12072.